Event description:
Terumo medical corporation received the following information: it was reported that when trying to remove sheath, resistance was met due to radial artery spasm so they eventually went femoral. When tugging harder the sheath cap came off and eventually the patient had to have sheath removed via surgery. The patient remained in stable condition. It is unknown if it was tightly screwed down however, when trying to pull sheath out it came off. They were not using the dilator, and the coil began to separate. The procedure performed was a percutaneous coronary intervention (pci). The estimated blood loss count was less than 250cc.

Manufacturer narrative:
. E3: occupation: cardiology supervisor. The actual device is not available for return. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Manufacturer narrative:
The complaint cannot be confirmed for a sheath separation because a sample was not returned for assessment. Without a sample, the exact root cause cannot be determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with terumo medical corporation specifications and procedures and the device was released in a conforming state. Currently, no action is recommended since the risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).